Event description:
Could not advance filter. "Filter got stuck inside introducer. Cut introducer just below area where filter got stuck and to keep access area, a new wire was placed. The entire system was replaced with another device to complete the procedure."